Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasions were noted at 15.4-15.7cm and 15.6-15.7cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact. (B)(6).